Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 2 events were reported for this quarter. 1 device was received for evaluation. 1 event was confirmed during testing. 1 device was found to be affected by disassembly and missing components. 1 device was available for evaluation but has not yet been received. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 2 malfunction events in which the device disassembled. 1 event had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.

Event description:
This report summarizes <noe> 2 </noe> malfunction events in which the device disassembled. 1 event had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 1 previously reported event is included in this follow-up record. Product return status: 1 device was received for evaluation. Evaluation status: 1 reported event was not confirmed during testing; the device was found to be within specifications. 1 device is not labeled for single-use. 1 device was not reprocessed and reused.